Manufacturer narrative:
Although the device was not returned, the manufacturing records verify the meter was set to the proper units of measure when it was manufactured.

Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer purchased a contour next ez meter at a local pharmacy and it was set to mmol/l instead of mg/dl. No adverse event was alleged. The customer was advised to return the meter for investigation. A new meter was sent to him.